Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 400-500 mg/dl). Reportedly, customer self started on the pump without going through training. Customer delivered a manual injection to stabilize blood glucose levels. Troubleshooting was performed and pump appears to be functioning as expected.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.